Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a capped right ventricular pacing lead due to occlusion and needing an upgrade to a crt-d system. The patient had three leads in body at time of extraction: one right atrial (ra) lead, one rv ICD lead, and the capped rv pacing lead. The intent of the case was to remove the rv pacing lead, maintain access and implant a left ventricular (lv) coronary sinus lead. The rv pacing lead was removed successfully with a spectranetics 14f glidelight laser sheath, but access to implant the lv lead was unable to be maintained. At this time, the physician decided to extract the ra lead as well, which had become dislodged during the extraction of the rv pacing lead. The physician opted to upsize to a 16f glidelight device with the intention of possibly placing a wire alongside the lead as a way to maintain access. At the superior vena cava (svc)/innominate junction and while the 16f glidelight device was in use, the ra lead became dislodged from the heart and the patient's blood pressure dropped. Rescue efforts began immediately, including a rescue balloon and sternotomy. An injury to the svc/innominate region was discovered. Repair of this injury was successful, and the physician then removed the remaining rv ICD lead as well, due to it becoming dislodged earlier in the procedure. The patient was stable after removal of all leads in the body. The physicians attempted to re-implant a new system, but were unable to place any new leads. It was determined that there was also likely another, new small perforation much lower in the svc; this injury was thought to be as a result of the attempted re-implantation. The patient was stabilized, the pocket was closed and he was brought to ccu. There was no alleged malfunction of any spectranetics device in use during the procedure.